Event description:
It was reported that this right ventricular (rv) lead has had several recent spikes in shock lead impedance (sli) measurements, that were greater than 200 ohms. The first one occurred on about (B)(6) 2020. The pace impedance measurement has been stable, and the output was noted to be at 3.5 volts. The patient had not been seen in the clinic since 2014 and counters show minimal pacing. Technical services suggested further investigation, to the physician, to assess lead integrity. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.